Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that undersensing on the ventricular channel was noted. The pt came in with no known symptoms. The device previously had post sensed t wave oversensing. The issue was not addressed. The device remained implanted.